Event description:
During follow-ups, low lead impedances were observed with an alert message. Upon explant, it was noted that the insulation had eroded. Patient's condition after event is unknown.

Manufacturer narrative:
No medwatch form was received.